Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath , product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a iqvia regarding a patient receiving unknown drug via an implanted pump. It was reported the patient started to think the tubing was kinked because the pump flips all the time.